Manufacturer narrative:
The device returned and it is pending analysis, once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that a driver broke. The patient's bone quality is type I and the patient's oral hygiene is reported as good. The patient presented on (B)(6) 2025 for a primary procedure on tooth #5. It was reported that the driver broke while inside the implant during placement. It was reported that the implant was replaced. No permanent injury was reported. Per the reported information, there were no preexisting medical conditions.